Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Two leaking dacapo power pack were received at service and repair.

Event description:
The leaking dacapo powerpacks was received at service and repair. Based on the repair request form the device was damaged.

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. Mechanically damaged housings were observed. The observed damages did not allow electrical testing to be conducted. The damage to the battery housings were clearly the reason for the malfunction of the device returned by the end-user. This is a final report.